Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient forgot to announce a breakfast meal due to having guests and subsequently experienced elevated blood glucose levels. The patient noted they were already higher than normal before eating due to stress and later observed an increase to 232 mg/dl about an hour after the unannounced meal. The patient asked whether they could disconnect from the device and administer an external insulin injection. They were educated that the device would eventually deliver a correction dose but were informed that if they chose to administer insulin outside the system, they should suspend insulin delivery for at least an hour and a half. The patient reported feeling fine but did not want to remain out of range for too long. The patient stated that their glucose levels were affected, reaching a high of 232 mg/dl and remaining outside the target range for approximately one hour. They disconnected from the device and administered an external insulin injection without assistance. No ketone testing was performed, no recent steroid use was reported, and no medical intervention, additional assistance, or immediate adverse health effects occurred. During follow-up, the patient reported having taken the insulin injection about an hour earlier and stated that their glucose level had decreased to 200 mg/dl with a downward trend. They reported feeling well and planned to reconnect to the device after an additional hour, with no further questions or concerns. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.